Event description:
It was reported that a user attempted to repair a dexcom g7 continuous glucose monitor (cgm) that had not previously paired, and the ilet did not establish a connection; the agent guided the user to toggle between g6 and g7 settings on the ilet and educated on expected pairing time and bluetooth troubleshooting. No alerts or alarms were present, and no adverse clinical symptoms were reported. Outcomes included user education and restoration attempt through guided troubleshooting with no health impact. User support included user-guided verification of device settings, reentry of the cgm pairing code, and bluetooth cycling with instructions to retry pairing and sequence pairing with the ilet prior to the g7 app. Investigation of this case revealed an initial pairing failure with the external cgm sensor/app ecosystem, with no ilet alarms and no confirmed device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or connectivity-related pairing difficulty without evidence of a device malfunction.